Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the foreign material in the nozzle due to insufficient cleaning. The device evaluation found the following: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of the up/down knob is out of the standard value, due to clogging of nozzle, the water removal ability does not meet the standard value, due to damage on zoom charge-coupled device (ccd), the zoom does not work smoothly, the electrical connector had discolored due to water leakage, the suction cylinder was shaved, the adhesive on the bending section cover has a chip, a crack, and a white-clouded area, the plastic distal end cover had a dent, and a scratch was found on the connecting tube, the universal cord, the protector of the universal cord on the control section, the protector of universal cord on scope connector side, and the suction connector side. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was any lag time between the end of clinical use and the start of pre-washing. Pre-cleaning: it was unknown if the facility flushed the air/water nozzle with water and air. The facility flushed air/water nozzle with detergent solution. It is unknown if the facility presoaked the endoscope in the detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope experienced reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.